Manufacturer narrative:
Siemens filed initial MDR 2247117-2020-00058 on 12-nov-2020. Additional information (09-dec-2020): a siemens technical specialist was dispatched to the customer's site. During this visit, the technical specialist decontaminated the instrument and determined that the dual resolution diluter (drd) malfunctioned. The technical specialist changed the drd and ran calibration and quality control, which recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low insulin-like growth factor binding protein-3 (igfbp-3) results were obtained on two samples from the same patient on the immulite 2000 xpi instrument. The customer indicated that the quality controls were not always within acceptable ranges and therefore, the results obtained on this instrument were not released to a physician. The reagent kit and adjustor lots were changed. A siemens technical specialist was dispatched to the customer's site. After inspecting the instrument, the specialist found a fluid leakage in one of the probes. The specialist changed the dual resolution dilutor (drd) seals, readjusted and checked the igfbp-3 assay, and ran adjustment and quality control, which recovered within acceptable ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low insulin-like growth factor binding protein-3 (igfbp-3) result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician. The patient was redrawn, and the new sample was processed on the initial instrument three times. One of the repeat results recovered falsely low, while the other two results recovered higher. Then, both samples were sent to alternate laboratory, where the samples were run on an immulite 2000 instrument, and the result of 4.3 ug/ml was obtained on the samples. The igfbp-3 result of 4.3 ug/ml was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant igfbp-3 results.